Event description:
Device malfunction: difficult to remove and broken vessel locator wing. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device was difficult to remove. The access ports were not used; forceps were used to push the safety release, releasing the clip delivery tube. Counter-traction and assertive pull was used to remove the device from the patient anatomy. Hemostasis was achieved with the clip. Once the device was removed, two locator wings were noted to be broken. There were no reported adverse patient effects. No additional information was provided. Device evaluation found that a piece of broken locator wing was not returned with the device. Location of the broken piece of the locator wings is unknown.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: evaluation of the returned device found the two locator wings broken with one piece of broken wing not returned. Inspection of the returned device suggested that the locator wings were initially bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal. Contradicting the reported information, the returned condition of the device indicated that the access ports were used to successfully release the locking mechanism to retract the thumb advancer and delivery tubeset. The safety release button was dislocated due to external gouging and was not considered a failure mode of the device because the safety release was used to attempt retracting the locator wings to remove the device. Although the locking mechanism was released utilizing the access ports, two of the wings detached due to forcibly removing the device from the patient via counter-traction and assertive pull. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually brake the locator wings during removal. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.